Event description:
Customer reported a hospitalization last june for high blood glucose. She stated her blood glucose had been over 250 mg/dl for ten days. Customer tried treating with a bolus and changing her infusion set but her blood glucose would not come down, so she went to the emergency room. She was not feeling well. Her blood glucose at the hospital was 223 mg/dl. Customer stated by the time she got to the emergency room she was already fine, but they checked her out anyway. Customer was not wearing the device when she went to the hospital because she had already reverted to manual injections. She did not state how long she was off the device prior to the hospitalization. Customer stated the device is working fine now and declined troubleshooting for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.